Event description:
It was reported that the patient had an inappropriate shock due to a fast intrinsic rate. Technical services reviewed the electrograms for the episode. The rate calculated to be around 230 bpm which falls into the shock zone. The sensing vector is set to the alternate vector. The first shock is delivered which fails to convert. The rhythm becomes wide and stable at this point. Redetection followed by a second shock is delivered. This also fails to convert. A third shock finally converts the rhythm. Technical services advised that the device is working as programmed. There were no additional adverse patient effects. The system remains implanted.